Event description:
It was reported that the inserter broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the inserter broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: during a case the metal inserter of a nanotack anchor broke off the handle. The metal inserter was able to successfully be removed with artery clips and the case continued. I have the anchor with me and if needed can return to stryker for investigation - potentially there is a quality issue with our nanotack anchors. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.